Event description:
It was reported that the patient's ipg was inoperable following an unrelated procedure in which the ipg was not set to surgery mode. Troubleshooting was attempted by a manufacturer representative to no avail. Surgical intervention to address the issue is pending.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The date of event is estimated.

Event description:
Surgical intervention was undertaken in which the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.